Event description:
Medtronic received information that charge/battery lasts less than expected, damage (physical or cosmetic), no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Charge/battery lasts less than expected not confirmed. No delivery alarm/occlusion - unknown timing not confirmed. P-cap/reservoir locked properly in place. Pump received with scratched case. Pump received with pillowing keypad overlay.